Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that since december 2022 they noticed their controller battery life was depleting much more quickly than normal; it used to last about a week, now only lasts a day. Patient services (pss) had pt examine the controller battery and battery compartment connector pins for any damages; pt reported none. Pt confirmed that their implant battery charge didn't seem to be impacted by the controller battery's depletion during charge session, aside from pt having to charge controller more frequently to keep implant charged; connectivity and charge speed seemed good, and pt charged with excellent quality. The issue was not resolved. A replacement battery pack was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that the pt called in and said they had difficulty with the controller battery so they were sent a new battery for the controller. The pt was having the same issues with the controller battery. The pt clarified that their implantable neurostimulator (ins) battery was not keeping its charge very long, before the issue they could charge the ins and controller to 100% and it would keep reading above 70% for 10 days or two weeks. Now the pt would have the batteries 100% and three days later the ins would be down to a warning level. The pt had not adjusted their therapy stimulation. The pt was redirected to their healthcare provider (hcp) andlocal reps.